Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and chronic low back pain. It was reported that the patient's pump had eroded through the skin. The pump was visible. There were no environmental, external or patient factors which may have led or contributed to the issue. Surgical intervention was scheduled for (B)(6) 2019. The patient was noted to be on antibiotics. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the patient's was receiving hydromorphone (20 mg/ml at 0.962 mg/day), clonidine (400 mcg/ml at 19.23 mcg/day), bupivacaine (8 mg/ml at 0.3847 mg/day) and baclofen (300 mcg/ml at 14.43 mcg/day) via an implantable infusion pump. It was reported that pump was replaced and the pocket and catheter were revised on (B)(6) 2019. It was noted that the explanted pump and catheter pieced were discarded. No further complications have been reported.